Event description:
Customer reported the images are flickering. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and performed the singleboard computer upgrade and replaced the hard drive. System operates as intended. This MDR is related to ge healthcare complaint number.